Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing the pod on the leg for between 49 to 71 hours when blood glucose levels increased to 16 mmol/l (288 mg/dl) and ketone levels at 0.6 mmol/l. Boluses were administered using the personal diabetes manager; however, these were ineffective. Insulin leakage occurred during wear and was not initially noticed. Symptoms included stomachache, headache, and dizziness. Medical attention was sought, and the patient was hospitalized for 24 hours. Diagnosis indicated that severe ketoacidosis could not be ruled out, but ketoacetone was suspected. Treatment consisted of intravenous insulin and continuous blood glucose monitoring.

Manufacturer narrative:
Updated d4 from (B)(6) to (B)(6).

Manufacturer narrative:
No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed.